Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the rep was getting high impedances on some electrodes. After the leads were connected to the battery, the rep checked the connectivity and impedances 3 times and got all green values. Following implant, the rep interrogated the ins and the tablet displayed an alert that said possible opens on some electrodes. The rep did a connectivity check and it showed electrodes 2 and 3 were red. The rep re-ran the connectivity check and then 0-3 were red. The rep said that impedances were fluctuating as she was running them. In a full impedance test, 0-7 was categorized as avoid by the tablet. Impedance values were as follows: ref 0 - 1 - 38890, 2 - 28220, 3 - 36100, 4 - 34310, 5 - 36200, 6 - 40000, 7 - 34510, 8 - 24730, 9 - 27880, 10 - 24930, 11 - 24730, 12 -24730, 13 - 24730 24880 24880. Ref 8 - 0-7 20000-30000 ohms and 9-15 the values were around 810ohms. The rep stated se got an oor when she tried programming that included the 0-7 electrodes. The rep said that she would monitor the patient and there will be a follow up appointment in 1.5 weeks. No symptoms or further complications were reported.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep ran impedances again and during the connectivity check electrode 2 had a red indicator. The caller provided the following impedances from a full impedance test ref (B)(4) range and ref (B)(4) around 800. The rep indicated they were going to attempt programming with the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative (rep) reporting that the patient had a fall and they reported that they had high impedances. It was reported that their lead was going to be revised today (B)(6) 2019, but the patient wanted an explant instead. It was reported that the issue was resolved at the time of the report. No further complications were reported/anticipated.